Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus of 5 units instead of a bolus of 0.5 units. Reportedly, the customer's blood glucose (bg) level was 66 mg/dl. To treat the low bg level, the customer consumed maple syrup. The territory manager (tm) educated the customer on the pump bolus features.